Manufacturer narrative:
Correction: h6 (annex a). Investigation ¿ evaluation: it was reported that the handle of a ncircle tipless stone extractor fractured. The user had previously experienced the handle fracturing at the base of the sheath by another physician. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The previous event of this failure is captured under the patient identifier (B)(6). The initial failure is captured in this report under the patient identifier (B)(6). Reviews of documentation including the complaint history, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and complaint history was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: intended use the ncircle, ncompass, and nfroce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions: do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, a definitive cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the handle of a ncircle tipless stone extractor fractured. The user had previously experienced the handle fracturing at the base of the sheath by another physician. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The second event of this failure is captured under the patient identifier (B)(6). The initial failure is captured in this report under the patient identifier (B)(6).

Manufacturer narrative:
E1- phone: (B)(6). G4 - PMA/510(k) #: exempt. H3 - no device to be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.